Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in france. It was reported that on (B)(6) 2024, the patient experiences an issue with product not adhering enough long as the set is change it earlier than the 7 days expected no further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: CAPA-2010953 "trend observed: increase in complaints related to adhesive on ewis" has been opened on 18-sep-2024 to address all adhesive issues related to ewis product family as no specifications exist for the adhesive used on this product (design related CAPA).

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h11: investigation summary: "trend observed: increase in complaints related to adhesive on ewis" has been opened on (B)(6) 2024 to address all adhesive issues related to ewis product family as no specifications exist for the adhesive used on this product (design related CAPA).

Event description:
To date no additional patient or event details have been received.